Event description:
In 2000, a 24mm diameter x 16.5cm length medtronic ave aneurx bifurcated stent graft was placed for treatment and exclusion of an abdominal aortic aneurysm that extended into the bilateral iliac arteries. This pt had a history of emphysema, impaired renal function, congestive heart failure, arthritis, coronary artery disease and atrial fibrillation. After stent graft placement, it was noted that there was a leak in the right iliac aneurysm, which was treated with an add'l 14mm diameter x 11.5cm length iliac leg placed overlapping the previous placed right iliac limb. In addition, five tornado coils were placed into the right iliac aneurysm for "enhancing future thrombosis of the iliac aneurysm." Another iliac leg 14mm diameter x 11.5cm length was placed in the left iliac artery (in addition to the ipsilateral leg of the bifurcated stent graft) and brought down into the external iliac artery. No coils were necessary for the "smaller" aneurysm in the left iliac artery. Precutaneous angioplasty balloons were then placed in a "kissing" technique at the aortic bifurcation for subsequent inflation and deployment of the stent grafts. Completion angiography showed only mild delayed filling of the abdominal aneurysm. In 2000, the pt presented with an occlusion of the right iliac stent graft and underwent left-to-right femoral-femoral bypass for repair of the occlusion/aneurysm without complications. "Pt's foot remained well-perfused in the post-operative period." Approximately two weeks later, the pt was discharged to a nursing home due to pt's need for prolonged physical therapy and pt's degree of dementia. In 2000, the pt had a myocardial infarction and expired. Eval of the explanted stent graft revealed that the implanted iliac vessels were extremely tortuous (the explant maintained its original configuration) and the iliac extensions were overlapped with the iliac leg of the bifurcated stent graft and the contralateral iliac leg for a total stent graft length of approximately 21cms. The final length of the stent graft reveals that there was substantial overlap of the segments. The returned device also revealed that the contralateral leg of the stent graft corresponds with the right iliac artery that had thrombosed. At this time, it is not known how far down the stent graft extented into the iliacs/femorals and/or the reference diameter of the vessels as they relate to the distal end of the stent grafts. In addition, the reference vessel diameter at the level of iliac stent graft overlap is not known at this time.